Event description:
This pt was helped into a wheelchair by their daughter. The wheelchair was missing the foot rest. Somehow, the skin of pt's leg was pinched by the calf rest, and they suffered a laceration which was treated. However, two weeks later. The pt was admitted with cellulitis of the leg and required a 6 day hospitalization followed by home health care.